Event description:
The clinic reported that the surgeon experienced an anterior chamber collapse and broken capsule during a phacoemulsification procedure. A vitrectomy was required. No further information is available from the clinic regarding the event and patient's outcome.

Manufacturer narrative:
(B)(4). (B)(4). Non-conforming/bent shaft, nonclearing misfire. The analysis results of the device found that it was received with the shaft bent. Upon functional testing of the device, it fed two conforming clips and then, the remaining clips were not fed into the jaws due to the found condition of the shaft. Possible causes for the damage found may be inadvertent pressure placed on the device shaft or using the device as a retractor or moving heavy tissue with the device shaft. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the clip could not be fed into the jaw when the handle was grasped. Another device was used to complete the case. There were no adverse consequences to the pt. After the operation, the doctor grasped the handle again and the clip could be fed into the jaw.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.